Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing detached, and leaked medication. The following information was provided by the initial reporter: material no: ms3500-15; batch no: 20043095. It was reported that tubing detached itself from chamber, and medication was spilled. Per customer email, the nurse states it was a brand new tubing she opened. She spiked the antibiotic, when to attach the end to the primary line, and the tubing just detached itself from the chamber, and the medication spilled. She states she had barely touched the line.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review for model ms3500-15 lot number 20043095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing detached and leaked medication. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20043095 it was reported that tubing detached itself from chamber and medication was spilled. Per customer email: the nurse states it was a brand new tubing she opened. She spiked the antibiotic, when to attach the end to the primary line and the tubing just detached itself from the chamber, and the medication spilled. She states she had barely touched the line.